Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus system still remains implanted and a second aus cuff was implanted in addition to the current implanted device. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.